Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable pacemaker lost telemetry with the communicator. Feedback was request to technical services for feedback. At this time, no changes have been performed. This device remains in service. No adverse patient effects were reported.